Event description:
It was reported that this implantable pacemaker bleed at procedural incision site resulting in hematoma. Device and lead parameters were performing normally. Patient was re-operated on due to bleeding. Pocket was drained, washed out and re-sutured. Device remains in service. No additional adverse patient effects were reported.